Event description:
Customer reported a no delivery alarm on the insulin pump. She had a high blood glucose of 350 mg/dl but declined troubleshooting due to being sick with shingles and bronchitis. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.